Event description:
A malfunction occurred, displaying a specific code, but did not adversely impact the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller in resetting the device. Following the reset, the malfunction code did not recur, and the customer was advised to continue using the pump with instructions to call back if the issue reappeared. The caller acknowledged and understood these instructions.